Event description:
During a laparoscopic anterior resection, the blade of the device fell off into the pt. The blade was located and removed from the pt. The procedure was completed with a like device with no pt consequence.